Event description:
Pt had endovenous laser ablation to left leg (greater saphenous vein tributary + perforator) in md's office. Developed erythematous, swollen left thigh post procedure. Negative dvt on ultrasound, ultrasound repeated + noted foreign body in greater saphenous vein. Returned to or for removal of fractured laser fiber sheath. It was found intact in the endovenous ablated vein in the mid-thigh. It had been sheared off totally. Appropriately transected, separated together and charred.